Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported difficulty was confirmed through an event history log review. The device passed electrical and functional testing. External and internal inspections were performed and the device passed. The pneumatic system was found to be working to specifications. Multiple short therapies were performed on the device successfully. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp had an ultrafiltration of 1764ml for cycle five and a fill volume of 1500ml. The technical service representative (tsr) arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.